Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter experienced a "weird connection loss situation" at the central nurse's station (cns). The monitor tech reported not getting an alarm for a run of vtach, but it was unclear whether the alarm was silenced by one of the three monitor techs that were logged in at the time. They submitted a strip of the event and only one view was able to show the full 12 beats of vtach. The other views dropped out for a time then came back without any artifact. They stated that vtach should have triggered at 100/5. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: cns-6801a. Serial #: (B)(6). Device manufacturer data: 12/11/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter experienced a "weird connection loss situation" at the central nurse's station (cns). The monitor tech reported not getting an alarm for a run of vtach, but it was unclear whether the alarm was silenced by one of the three monitor techs that were logged in at the time. No patient harm was reported.